Event description:
(Related symptoms if any separated by commas), needle injury (when returning the cap the needle pricked the protective sleeve injuring the nurse's thumb) [injury associated with device]. Novofine 30g needle was very curved [needle issue]. Case description: this serious spontaneous regulatory authority case received via (B)(6) was reported by a health care professional as "needle injury (when returning the cap the needle pricked the protective sleeve injuring the nurse's thumb)(accidental needle stick)". Beginning on (B)(6) 2020, "novofine 30g needle was very curved(needle bent)". Beginning on (B)(6) 2020, and concerned a (B)(6) female patient who was treated with novofine 8 mm (30g) (needle) from (B)(6) 2020 for "device therapy". Patient's height, weight and body mass index were not reported. Medical history was not provided. No concomitant medicine used. Treatment included - iodine. On (B)(6) 2020, the nurse injected an unspecified hepatitis c patient in the hospital with 7 iu recombinant human insulin injection subcutaneously according to the doctor's order. After the injection, when the insulin needle was being put back, the nurse's thumb was injured by the used needle. The needle of the novofine 30g was very curved. When returning the cap, the needle pricked the protective sleeve, thus injuring the nurse's finger. When the injury happened, the nurse has immediately squeezed the wound, washed the wound under flowing water, disinfected with complex iodine, and drew blood for relevant biochemical examination. Batch numbers: novofine 8 mm (30g): 19d07l. Action taken to novofine 8 mm (30g) was reported as product discontinued. The outcome for the event "needle injury (when returning the cap the needle pricked the protective sleeve injuring the nurse's thumb)(accidental needle stick)" was not reported. The outcome for the event "novofine 30g needle was very curved(needle bent)" was not reported. No further information available. Investigational results: name: novofine® 30g 0.3*8 mm, batch: 19d07l. The product was not returned for examination. No investigation was possible, because sample was not available. References included: (B)(6). On (B)(6) 2020: the suspected needle has not been returned to novo nordisk for analysis. The batch documentation has been reviewed and found to be normal. No abnormalities relating to the observed problem were found. As there is no device available for evaluation, it is not possible to identify a clear root-cause of the experienced event. With the available information, it was reported that needle was very curved. When returning the cap, the needle pricked the protective sleeve, thus injuring the nurse's finger. It could be related to product handling error. Evaluation summary: name: novofine® 30g 0.3*8 mm, batch: 19d07l. The product was not returned for examination. No investigation was possible, because sample was not available.